Event description:
The orthopaedics surgeon reported that a noise was heard from the patient's hip. Noted that there was spontaneous fracture of the ceramic head. A revision surgery was performed. "Metalose++" (metalosis) ¿ thr was reported. It was also noted that the insert fractured upon removal.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding ceramic head fracture involving a cemented legend stem was reported. No allegations were made regarding the stem. There is no indication that the product reported in this investigation may have contributed to the event. Not returned to manufacturer.

Event description:
The orthopaedics surgeon reported that a noise was heard from the patient's hip. Noted that there was spontaneous fracture of the ceramic head. A revision surgery was performed. "Metalose++" (metalosis) - thr was reported. It was also noted that the insert fractured upon removal.